Event description:
The customer reported that there are discrepancies between his blood glucose and the sensor's readings. Prior to the event, the patient stated he fainted. He stated that his blood glucose level was high and that he was feeling ill. The blood glucose reading was not provided. The customer stated that the insulin pump goes into threshold suspend mode and that the blood glucose reading of the device was not accurate. The patient was advised to limit calibrations to three to four times a day. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.